Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that portion of this right ventricular (rv) lead exhibited high impedance out of range at beginning in (B)(6) 2019. In (B)(6) 2019, there were increasing out of lead impedance. Also there was low level noise. As per physician shock impedance was within acceptable limits ranging between 60-84 ohms. The possible fracture could not be confirmed, fluoroscopy did not show any evidence of lead damage, but there was low level noise seen on the rv-egm intermittently without isometrics. The p/s portion of this lead was capped and replaced. No adverse patient effects.